Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a malfunction of the op-amp circuit of the dr board.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The video connector socket was verified in good condition and the reported problem of "videoscope connector needs to be replaced" was not confirmed. The reported problem of "failed to display an image when used with olympus series 180 scopes" was confirmed. The unit did not produce an image when tested with olympus series 180 scopes due to a faulty ap and dr patient board set.

Event description:
A user facility reported to olympus that the device failed to display an image when used with olympus series 180 scopes and the videoscope connector needs to be replaced. The problem, as reported to olympus, was found on preparation for use. The intended procedure was completed using a different device (model and serial number unknown). There was no patient injury or harm, associated with the problem, reported to olympus.